Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident it was 415 mg/dl, current blood glucose is 412 mg/dl. The customer blood glucose 414 mg/dl to 351 mg/dl after manual injection. The customer was neither hospitalized nor admitted for high blood glucose and drive support cap was normal. The cannula was bent and they received no delivery alarm. Based on customer report customer allege insulin pump was under delivering. The insulin pump will not be returned for analysis.